Event description:
Treatment of a small unruptured saccular aneurysm measuring 10mm x 7mm located in the cavernous segment of the left ica (internal carotid artery). The vasculature was tortuous. The patient was on dual anti-platelet therapy prior to the procedure. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported balloon angioplasty (an option presented in the instructions for use, u.s.) Was performed on the middle portion of the pipeline to achieve full wall apposition. Post procedural angiogram showed slow flow into the aneurysm. The patient was in stable condition and remained on aspirin and plavix. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the pipeline was implanted in the patient and the pushwire was discarded. (B)(4).